Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change in therapy and was ¿back to going to the bathroom every 5 sec¿. The patent saw the ¿sync¿ screen on the programmer and it was determined the ins therapy was off. The patient did not use the ins off key so when asked how the therapy could have gotten turned off they stated they went through airport security which could be related to the issue. The therapy was turned on but the situation was not resolved. The patient was on program 1 at 1.0 volts and stated the stimulation was fast but confirmed it was comfortable. The situation was reported as not resolved at the time of report and the patient was directed to contact their healthcare professional (hcp) if the problem did not resolve. There were no further complications reported or anticipated.